Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device gave an error 1836. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.